Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain additional information and to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent: please clarify how the ¿the clip was overlap¿. Did device has more than one clip feeds into the jaws? Did device fire scissored clips? If other, please specify. Please provide the status of the device(s) as it has not been received for analysis. Additional information received: a photo was received for review. Review is in progress and not yet completed. Upon completion of photo review, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip overlapped when fired. It is unknown how the procedure was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 3/29/2021. D4: batch # u95949. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device and upon visual analysis of the returned it was found that the el5ml device was received with one of the jaws protruding from its normal position. Upon cycling, the instrument was noted to be locked out. The device was disassembled, and one of the jaws was noted to be broken at the bifurcation area. Evidence of corrosion was found throughout the broken area. It is possible that the condition of the jaws caused the reported event. Also, no clips were found in the clip track, the device was received empty. The reported complaint was confirmed. It should be noted that product failure is multifactorial. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. In order to avoid this kind of issue, please do not reuse, reprocess, or re-sterilize the device. Reuse, reprocessing, or re-sterilization may compromise the structural integrity of the device and/or lead to device failure that in turn, may result in patient injury, illness, or death. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information received: a photo was received for review. During the visual analysis of the photo, the following was observed: the photo showed a device from the jaw area and it was not misaligned. Based on the photo alone, the event described could not be confirmed. Please refer to the device analysis above for full analysis details and conclusion.